Event description:
The customer alleged while performing a pre-patient checkout of the ventilator, the ventilator's audio alarm did not function. During servicing of the ventilator, the ventilator powered up. The audio alarm still did not come on for 30 seconds, then responded. The nellcor puritan-bennett customer support engineer (npb cse) verified the reported alarm malfunction, inspected the device and replaced the audio alarm assembly and the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.